Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increase to high threshold measurements. Healthcare professional noted possible loss of capture on the lv lead. The lead is still in use. No patient complications have been reported as a result of this event.